Event description:
The patient contacted animas on (B)(6) 2012 to report that the subject pump had powered off without warning. The patient reported that the alleged power issue occurred the week prior to contacting animas (date not known). The patient reported that at the time she discovered the pump had no power, her blood glucose (bg) was running high. The patient stated her bg was 260 mg/dl and reported having symptoms of ''increased thirst and heart pounding.'' The patient confirmed she had tested negative for ketones. It is not known what treatment, if any, the patient received in response to the high bg and symptoms. The patient stated she immediately discontinued the pump and went on her back up plan. At the time of troubleshooting, the patient denied any damage to the battery cap; however, reported she was unable to securely tighten the battery cap to resistance. At the time of the call while examining the pump, the patient discovered the pump case was cracked. The patient also reported that she restarted on the pump when she received a new battery cap and confirmed no further power issues. Customer support noted there were no associated alarms in the pump history. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted 8/20/2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported rebooting issue. The pump was exercised for 24 hours with a test battery cap and no power issues occurred during testing. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within specifications . No power issues were observed in the black box. Unrelated to this complaint, the display screen has a pinkish contrast; removed pump cover; pump booted to normal contrast with replacement screen. A crack was observed in the battery compartment at the threads. A new test battery cap was able to fully tighten, with no visible yellow o ring showing.